Manufacturer narrative:
The last system check report from (B)(6) 2011 supplied by the customer shows that all portions passed within published specifications. Customer runs three levels of qc once daily. All levels were recovering within the customer's established ranges prior to and on the day of event. At the advice of hotline, the customer ran six different accutni and ckmb patients' samples on both instruments and all results correlated well for both assays. Service was not dispatched for this event. No definitive root cause can be determined for this event with the data supplied.

Event description:
A customer contacted beckman coulter inc., (bci), regarding discrepant results for troponin (accutni) that were generated by the synchron lx I 725 clinical system and by a different instrument in the customer's lab. All results obtained were within the risk stratification range. Patient results were reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.